Event description:
Needle broke off, embedded in tissue. Surgeon was not able to retrieve needle. Needle left in pt. Two products: endostitch and vloc180, "rep, through her peer at (B)(6) hospital determined that occasionally the needle does come off of the suture. This is when the determination was made that the needle in its current location would pose little risk to the pt and could be left in to encapsulate." (Per report).